Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low, out-of-range pacing impedance measurements of less than 100 ohms. Insulation damage was noted. During the device replacement procedure, this ra lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.